Event description:
It was reported that the valve leaked.

Manufacturer narrative:
The valve was patent and passed siphon and reflux testing. The valve was within specs for all pressure-flow and preimplantation testing. The valve did not pass leak testing, due to a large tear on top of the delta chamber. The instructions for use that accompanies the valve caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the mfg records was not possible, as no lot number was provided. All of our products are 100% tested at the time of manufacture.